Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, blood clots were observed twice on the catheter following completion of right pulmonary vein (rpv) and the left pulmonary vein (lpv) isolation in smooth tissue with point by point lesions. The catheter was used for approximately 20 minutes for the rpv ablation, another 40 minutes for the lpv ablation and another 20 minutes for the cti ablation. The blood clot was removed with a cloth each time and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. One image was also submitted. The image submitted with the returned device appears to show a blood-like substance on a white cloth; however, no anomalies were noted at the distal end of the returned device. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The ensite case study was reviewed. The time stamps of the ablation events, the labels of the ablation events, and the tc2 temperature information from the log files indicate that the catheter was removed from the patient following right pulmonary vein (rpv) and following left pulmonary vein (lpv) ablation. An impedance rise was noted in the ablation event prior to the second patient removal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported blood clots remain unknown.